Manufacturer narrative:
(B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacture year 2015. Field service specialist visited account and replaced vacuum regulator printed circuit board (pcb). Found vacuum tubing pinched and replaced it. Calibrated vacuum system including patient vacuum and machine vacuum. Verified laser operation and system meets abbott specifications. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that while using system, there was vacuum loss during capture intermittently. Specifically there was suction loss during fragmentation and the procedure was aborted due to the error. Surgeon was able to complete procedure manually without any complications.

Manufacturer narrative:
MFR date: month of june 2015 is provided. Device evaluation: the review of the device history record (DHR) for catalyst system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling was reviewed. Labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. All pertinent information available to abbott medical optics has been submitted.